Event description:
Update: the same patient was involved in both cases. Associated medwatch reports: (aesculap ag reference no. (B)(4). 9610612-2024-00298 (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: visual inspection: damage to the guide surfaces was detected. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There is one similar complaint against the same lot number(s). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, permanent impairment. Conclusion/preventive measures: the failure reported by the customer cannot be reproduced. Without the used skin graft mesher (ba720r), a detailed analysis is not possible. The damage on the guide surface indicates an improperly installed cutting roller. If the cutting roller is not properly mounted, it may extend too far to the right and damage the guideways by coming into contact with the rear left gear wheel. If further investigation is required, the skin graft mesher has to be made available for investigation. There is no indication for a material-, manufacturing- or design-related failure. Following points of the instructions for use (IFU) must be observed (ba721201 2020-08 v6 change no. 63263): "2.4 application- warning risk of injury and/or malfunction! - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - place the carrier plate with the grooved surface facing upwards on the insertion tray of the skin mesh dermatome. - for further information on the operation of the skin mesh dermatome, see instructions for use of the skin mesh dermatome." Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba722 - carrier plate f/ba720r factor 3. According to the complaint description, the devices incorrectly cut the skin to be grafted. Other graft sites on the pediatric patient(s) were chosen in order to complete the surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, permanent impairment. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: .(aesculap ag reference no. (B)(4). 9610612-2024-00298 (aesculap ag reference no. (B)(4).